Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius regional equipment specialist (res). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A user facility biomed technician reported that a 2008t machine a uf pump was turned off during a patient¿s hemodialysis treatment. The machine did not alarm. After 10 minutes, the uf pump was off. It is unknown if the patient moved to another machine. There was no patient injury, adverse events, or medical intervention required as a result of this event. Upon follow up, the patient¿s pre and post treatment weights were as expected, and the same scale was used for both readings. The patient did not eat or drink at all during treatment and no additional fluids were provided to the patient. The patient did not have any complaints or symptoms related to the reported event and no additional treatments were required. The patient¿s uf goal was met. Up and down arrows were not used and the uf was turned off during treatment. The patient did not require extra treatment. The patient is continuing with hemodialysis treatment without any issues. The function board was replaced, and the machine has been returned to service. The complaint device was reported to be discarded and not available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomed technician reported that a 2008t machine a uf pump was turned off during a patient¿s hemodialysis treatment. The machine did not alarm. After 10 minutes, the uf pump was off. It is unknown if the patient moved to another machine. There was no patient injury, adverse events, or medical intervention required as a result of this event. Additional information was requested, however to date not provided.